Manufacturer narrative:
Full event site name: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse replaced the broken fiber optic connector and completed the pm of the iabp. The iabp passed all functional and safety checks and is ready for patient use. The initial reporter is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp), a getinge field service engineer (fse) discovered that the fiber optic connector was broken. No patient involvement or adverse event was reported.